Event description:
During a case involving the renal artery (off label use), predilatation was performed and the stent was placed easily across the lesion. However, when the balloon was inflated, the stent dislodged halfway off the balloon. The stent delivery system (sds) was easily removed from the renal, but the stent ultimately came of the balloon and it was retrieved with a snare. Reportedly, there was no patient effects.